Manufacturer narrative:
The findings were obtained during analysis. As received, a partial lead was returned in two pieces. Connector portion a (6.8cm) and distal portion b (91.0cm). Visual inspection of the lead found external insulation abrasion that breached the insulation consistent with friction to another device [5.9 cm to 7.2 cm from the distal tip]. Other damages found were consistent with procedural damages.

Event description:
This record is to report an event observed during analysis.